Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm no motor movement (pump error 38). Customer's blood glucose at time of incident was 9.7mmol/l. Customer was unable to check alarm and was not able to rewind the pump. The customer was advised the pump requires replacement and to discontinue use of the device.

Manufacturer narrative:
The pump alarmed pump error 38 during the rewind due to a corroded motor home switch. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current and active current measurements due to the pump error 38. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.